Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarm sometimes. Customer's blood glucose was normal and did not required medical treatment. The customer also stated that there was no alarm in history. The device will not be returned for analysis